Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). The expiration date is currently unavailable. H4: the device manufacture date is currently unavailable. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding an implantable pump system. The pump was used to deliver unknown baclofen. It was reported that, while the new pump was on the back table during a pump replacement on (B)(6) 2023, the hcp withdrew 16ml of preservative free normal saline from the pump with a lot of resistance. It was noted that they usually got back 17ml. They then put in 3ml of baclofen to rinse and they were only able to withdraw 2ml. They tried to apply negative pressure to get rid of any air in the pump. An experienced scrub technician also attempted to withdraw the remaining volume without the desired result. They also attempted to remove any air that could have potentially entered during the process, but still could not aspirate the remaining liquid. There were several repeated attempts to remove any air that could have mistakenly entered the pump during the process of removing the sterile water and performing the reservoir rinse. The pump was not implanted because the surgeon did not trust that they could withdraw the full quantity of sterile water and the remaining 1ml of baclofen after the attempted rinse. The surgeon did not want to dilute the concentration for a longstanding patient. Another pump was opened, cleared of 17.5ml of sterile water, rinsed with 3ml of baclofen without issue and was implanted. No patient symptoms or complications were reported. The patient's weight at the time of the event was asked but was unknown. Diagnostics or troubleshooting performed related the event were not applicable. The cause of the difficulty aspirating the fill port was not determined.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medatch will be filed as appropriate. Investigation summary the complaint device was returned and evaluated. On visual analysis, the device has no structural anomalies. Both plates are already deployed. The applier needle has a few deformations along the groove due to hard use. The red trigger was tested several times, it worked as intended. A manufacturing record evaluation was performed for the finished device (B)(4) number, and no non-conformances were identified. As part of depuy synthes mitek quality process all devices are manufactured, inspected, and released to approved specifications. Based on the investigation findings, the reported complaint can be confirmed. A possible root cause for the deployed plate can be attributed to procedural variables, such handling of the device or product interaction during procedure; the red trigger may have been pulled partially while it was manipulated on the second shot, causing the plate to be slipped out of the plate container. A possible root cause for the bent needle can be attributed to the hard use of the needle while it was inserted; however this cannot be conclusively determined. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary ==> a photo was returned to depuy synthes mitek for evaluation. The depuy synthes mitek team conducted a visual inspection of the returned photo. Visual analysis of the photo shows the device on its opened foil pouch. The device has no structural anomalies. Both plates are already deployed. A manufacturing record evaluation was performed for the finished device 9l22264 number, and no non-conformances were identified. As part of depuy synthes mitek quality process all devices are manufactured, inspected, and released to approved specifications. Based on the investigation findings, the reported complaint can be confirmed. A possible root cause for the deployed plate can be attributed to procedural variables, such handling of the device or product interaction during procedure; the red trigger may have been pulled partially while it was manipulated on the second shot, causing the plate to be slipped out of the plate container; however this cannot be conclusively determined. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance.